Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -11.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault and angle closure with elevated iop. This exchange resolved the problem.

Manufacturer narrative:
Correction: the device was evaluated by manufacturer. Additional information: =device evaluation: lens was returned in liquid, in a specimen cup. Visual inspection found a torn haptic. (B)(4).